Manufacturer narrative:
This device has been received and evaluated. As received, the catheter assembly was returned intact. The catheter wall of the white valve's lumen had a pin hole adjacent to the distal edge of the suture wing's strain relief (see attached photo). The pin hole was located approximately ninety degrees from the parting line and appears to be related to the molding process. The most probable root cause of the pinhole in the catheter wall appears to be related to the manufacturing process. It is likely that the device was weakened by the molding process and normal use after placement caused the already weakened area to fail. Process controls are in place to detect this type of failure. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed one complaint for the same lot, upnm001pic502ck0, lot 1116712, however, when the complaint sample was evaluated and the reported failure was unconfirmed. The september 2007 15 month vaxcel pasv PICC product family complaint trend report, inclusive of all failure modes. Was reviewed, no unfavorable trend was noted. See scanned pages.

Event description:
It was reported to boston scientific corporation that a vaxcel PICC which was being implanted for therapeutic purposes in a patient (age and weight unknown) was observed to have (a) "fracture of line noted bifurcation." The device was removed and the procedure was completed with another PICC kit. There were no complications reported with this event. On november 1, 2007 additional information was obtained to confirm that the fracture/hole was distal to the suture wing.